Event description:
It was reported that the relion® insulin syringe experienced hub separation from the device prior to use. The following information was provided by the initial reporter: complaint 2 of 2. Relion pet owner reported needle hub separated when removing shield 2 syringes affected. Lot: 9231336, catalog: 3/10, 31g, 8mm, date of event: 2020-09-29.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-10-23. Investigation summary: customer returned one (1) 0.3ml insulin syringe from lot 9231336. Consumer reported needle hub separated when removing shield. The returned syringe was examined, and it no needle hub/shield assembly separation was observed. The syringe was tested to determine the shield removal force (specs: shield removal force for 0.3 ml syringe after sterilization is 0.85 to 5.95lbs) and the following was observed: sample number shield removal force (lbs) sample 1 3.04 the syringe tested within shield pull specification, and no evidence of manufacturing defect was observed. Since no defects were observed, the alleged issue could not be confirmed. A review of the device history record was completed for batch # 9231336 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200872529] noted that did not pertain to the complaint. There were two (2) notifications [200872129, 200872284] noted for cracked hubs.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the relion® insulin syringe experienced hub separation from the device prior to use. The following information was provided by the initial reporter: complaint 2 of 2: relion pet owner reported needle hub separated when removing shield 2 syringes affected: lot: 9231336 catalog: 3/,10, 31g, 8mm, date of event: 2020-09-29.